Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "failure code 403:317:865:0000". (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 403:317:865:0000. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During review of the event history it was determined that the as determined related failure code 402:317:865:0000 occurred during delivery causing an interruption delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of 403:317:865:0000 was not confirmed or duplicated; however, related failure code 402 was found. The root cause for failure code 402 has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).